Event description:
During use of the device for cardiopulmonary bypass, the air bubble sensor failed. The nature of the failure was due to a faulty cable. The cable was replaced and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.